Event description:
Report from facility from (B)(6) gentleman came for a hickman line insertion for the purpose of extra-corporeal plasma photo-pheresis for gvhd. He is a known case of relapsed lymphoma. Two punctures to the right ijv were attempted under us guidance. Backflow was smooth and j wire was advanced under fluoroscopic guidance. Hickman line was inserted via seldinger's method after standard subcutaneous tunneling in the right upper anterior chest wall. Saline flush was reportedly smooth but no backflow was obtained despite attempts of adjusting the catheter location. Contrast injection allegedly revealed an extra-luminal location of distal tip, thought to be within the right pleural cavity. Decision was made to remove the catheter in view of small pneumothorax present during fluoroscopy. Pt reportedly collapsed within minutes requiring active CPR.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.